Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost 70 lbs over the last 4 months prior to the report which resulted in the ins being too close to the surface of the skin causing discomfort when sleeping and sitting. The patient also stated that since having 2 mini-strokes ((B)(6)), the ins was not helping the pain in their left leg. The rep was to try to reprogram the ins to address the leg pain, and they advised the patient to follow-up with the managing physician to address the ins pocket site discomfort. No further complications were reported. Additional information received from the rep reported that they met with the patient and reprogrammed stimulation to cover all painful areas. The patient was very happy with the new program and no further adjustments are needed. No further complications were reported. Additional information was received from the patient. It was reported that the ins was too close to skin surface. The patient said that the physician who implanted the ins didn't accept their new insurance and they were requesting removal of the ins. The patient later reported that they had an appointment to see someone willing to check out their problem. No further complications were reported. Additional information was reported that when the patient first got their device the patient weighed (B)(6) pounds but, due to a stomach infection the patient rapidly lost 75 pounds, which made the device become close to the surface. When the patient turned (B)(6) the doctor who implanted them would no longer take the patient's insurance. The patient has found another physician who will take their insurance and take care of their current issue. The patient met with the physician this morning and he will relocate the device to a safer position, thereby allowing the patient to keep their device. This is a pain management doctor. The patient is hoping to get this taken care of before (B)(6). No further information was reported.